Event description:
Pt experienced subtroch fx in 4/97 in russia. Pt came to the us for treatment in 8/97 and spiral blade with end cap was inserted. Blade backed out at 3 mos. Post-op. Blade and end cap were removed on 12/1/97 and replaced with another blade and end cap.